Event description:
It was reported that tandem mobi pump generated cartridge alarms, including cartridge alarm 34, after exposure to external magnets such as magsafe magnets from an iphone. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump.